Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a cartridge change error occurred with multiple cartridges during the load sequence. The customer was not using the pump for insulin therapy. The customer continued to use manual injections for insulin therapy.